Event description:
During a meeting between baxter and (B)(6), it was noted, "discussion centered around 8 known upstream occlusion issues (3 at (B)(6) and 5 at (B)(6)). Nursing can override upstream occlusion errors, which essentially lowers the threshold for detecting this. The infusion pump resets the threshold when a new infusion is started." Any patient involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was not returned to baxter for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.